Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in a severely calcified unspecified vessel. After pre-dilation, a 3.0x38mm promus element plus stent was advanced for treatment but upon advancement the stent got lifted due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal damage. Struts on the proximal end of the stent were bunched together causing some of the struts to be raised up. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in a severely calcified unspecified vessel. After pre-dilation, a 3.0x38mm promus element plus stent was advanced for treatment but upon advancement the stent got lifted due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.